Event description:
It was reported that there was a patient death while the patient was in a c100 incubator. There was no indication of any malfunction of the incubator. The user reported that the patient was considered a "well baby" and they are awaiting results of the medical examiner's investigation. To date they have not provided any additional information about the patient. Although the user has indicated that they are not aware of any failure of the device, they have requested that the device go through a routine check out by the manufacturer as part of their normal process.

Manufacturer narrative:
The manufacturing records indicate that this device was manufactured in 1985. The end of service support for the c100 was in late 2003. The customer is aware of these issues, but has asked that the device be checked by draeger if possible. An evaluation of the device by draeger is anticipated. A follow up report will be filed if the evaluation takes place.